Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. Reportedly, the pump delivered 20 units of insulin instead of the amount of insulin to cover 20 grams of carbohydrates the customer's blood glucose (bg) level was not impacted. Customer continued to use the pump for insulin therapy.